Manufacturer narrative:
Additional information: it was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument sparked and arced to the patient's liver. The arcing originated from the crotch of the instrument, where the jaws of the instrument meet. The electrical arc grounded to the patient's liver tissue. The affected portion of the liver was to the intended resection. The retained portion of the liver was not affected. No additional intervention was required to address the arced portion of the liver, as it was removed from the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was connected properly. It had been in use without issue during this specific case prior to the incident. A new instrument of the same type was placed on the field after and was used without issue. There was no damage to the instrument noted after the arcing event. The procedure was completed robotically. Device evaluation intuitive surgical inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument did not show damage to the conductor wire. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument started to spark in the hinge while in the patient. The procedure was completing as planned with no reported injury.